Event description:
Distributor rep reported that there were plastic pieces found on cottonoids once used and easily visualized on the other. Additional information from the distributor explained that the pattie made its way to the patient. They were small pieces barely noticed by the surgeon.

Event description:
Distributor rep reported that there were plastic pieces found on cottonoids once used and easily visualized on the other. (B)(6) additional information from the distributor explained that the patte made its way to the patient. They were small pieces barely noticed by the surgeon. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. In addition, a new complaint of com-(B)(4) was generated as additional follow-up reports could no longer be generated in the old system. (B)(4). A follow-up is being generated because the medwatch is being reclassified from malfunction to serious injury.

Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. In addition, a new complaint of com-(B)(4) was generated as additional follow-up reports could no longer be generated in the old system. (B)(4). A follow-up is being generated because b1of the medwatch is being reclassified from malfunction to serious injury.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the product was returned grossly saturated with biological material and was not viable to evaluate. In absence of the evaluation, the lot history records were reviewed and they confirmed that the product conformed to the required specifications. It was also noted that the machine that produced this order utilizes a machine vision camera to perform an inspection for foreign material on 100% of the product produced. Therefore the contaminant would have to be very small in order to pass through the machine undetected. It was also noted that during a visual inspection of the pictures emailed from the distributor, the plastic pieces seen in the photos were not consistent with materials that would have contaminated the product during manufacturing. However, since the device could not be investigated this could not be confirmed. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.